Event description:
The customer contacted baxter's service center regarding an alarm which occurred on the homechoice (hc) during initial drain, and air was found in the lines during troubleshooting. The technical service representative (tsr) had the home patient (hp) close and open the transfer set, pull up on all the tubing, move the patient line clamp down the line, and inspect the patient line for kinks and occlusions. The hp stated there was air in the patient line. There was nothing found that could have caused or contributed to the air. The tsr advised the hp to end therapy and start over with all new supplies and inform his registered nurse about the incident. The hc was operational. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review could be performed.